Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not responding and displayed a black screen with no power. The field service engineer (fse) was not able to power up the medstation, checked the cords and all cable connections, and found a bad half height cubie drawer causing the station to not power up. The fse replaced the half height cubie drawer controller board, tested the system, and was able to power up and access all drawers. The system was tested again to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not responding and displayed a black screen with no power. The customer had tried checking another power outlet, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.